Event description:
Customer reported the system appears to be continuously producing radiation and system displayed a communication error. No pt injury was reported.

Manufacturer narrative:
Possible aro event. A ge rep evaluated the system and adjusted the 5v power supply. System operates as intended.